Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported no delivery alarms. The blood glucose reading was not given. The patient stated that when he removed the infusion set, there was blood in the sticker and he received no delivery alarms. He stated he changed the infusion set and was able to resolve the issue. He also mentioned that he should have changed his infusion set when he felt sick. No further information was provided.

Manufacturer narrative:
Evaluated three randomly sealed reservoirs. Inspected reservoirs, snap-cap and septum for anomalies. None were found. Ran occlusion test. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per specification. No leakage anomaly was observed during analysis.